Event description:
It was reported that the 511sd was used during a cholecystectomy procedure. It was reported by the affiliate that the 45 degree flapper valve rubber gasket is loose. There was no consequence to the pt. 03/25/1998 additional info rec'd from affiliate. The gasket did not fall into pt and another device was used to complete the case. There was no consequence to the pt.